Event description:
The info provided by the territory mgr indicates: the xcaliber fixator, code (B)(4), was used to treat a distal tibial fracture. During final tightening, the clamp cracked. The fixator was left on the pt. Despite the clamp breakage, the fixator was able to maintain the fracture reduction. No adverse effects for the pt. (B)(4).

Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, mfg in 2011, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other similar failures have been reported from this specific device lot. Orthofix (B)(4) has requested to the hospital involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays and the device availability for the technical investigation. Unfortunately, this info has not yet made available. As soon as further info and/or the retuls of the technical investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.